Manufacturer narrative:
Eval result: fowler, set screws.

Event description:
It was reported by service report that the fowler would not go down and it was stuck in high height. No pt involvement or adverse consequences are reported.